Event description:
It was reported that a missing label was found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "it was reported that one box received did not come with a label. Last week we received item 301029, lot 9273353. However, we had one box that did not come with a label can you please send us an extra label so that we can receive and put into our inventory."

Manufacturer narrative:
H.6. Investigation summary: one opened and resealed bulk non-sterile box containing 850 10ml syringes was received and evaluated. It was observed there was no indication of a label being present on the box and was rejectable per product specification. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing label defect is associated with a gap in procedure. Bulk non-sterile product is manually labelled and placed on a pallet. There was no procedure in place to instruct on how to properly apply the label to the box or where the label should be applied. Corrective action include, the work instruction for bulk non-sterile orders will be revised to include proper label application and placement. Also, training for all applicable associates based on the new revision. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a bd 10ml syringe luer-lok¿ tip. The following information was provided by the initial reporter. "It was reported that one box received did not come with a label. Last week we received item 301029, lot 9273353. However, we had one box that did not come with a label can you please send us an extra label so that we can receive and put into our inventory."